Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was not hospitalized for the events. On an unreported date, the patient began treatment with injections of vanconex-cp (1 gram and frequency not reported) intraperitoneally and injections of tazar (4.5 gram and frequency not reported) intravenously for peritonitis. The patient was recovering from the peritonitis. Dianeal and extraneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.